Event description:
A malfunction alarm identified as malfunction code 12 was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the issue reappeared and confirmed that they understood these instructions.